Manufacturer narrative:
Ra has received the event device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. The epix universal clip applier was expertly prepared by the scrub nurse. First, the clip applier was introduced through a 10 mm reusable trocar, because the surgeon wants to avoid additional costs by a disposable trocar, but then decided for a 12 mm kii fios z-thread trocar (cff73). First clipped and transect the cystic duct, then clipped the cystic artery. Here 2 clips were placed proximally and 1 clip distally. After transection of the artery, slight bleeding from the proximal thigh continues. Another clip was placed. Even after this, slight bleeding from the artery continues to be observed. Only the coagulation could stop the bleeding. After the surgery we inspect the clip applier second time and trigger multiple clips. Even after complete handle closure we could see that the clip was still minimally open at the end. This was observed with all the clips. Clip applier is kept in the operating room (or). Ready for collection! German description: der epix universal clip applier wurde fachgerecht angereicht und vorbereitet. Zunächst wurde der clip applier durch einen 10mm mehrwegtrokar eingeführt, da der arzt zusätzliche kosten durch einen einwegtrokar vermeiden wollte, entschied sich dann aber doch für einen 12mm kii fios z-gewinde trokar (cff73). Zunächst clippen des ductus cysticus, danach clippen der arteria cystica. Hier wurden 2 clips proximal und 1 clip distal gesetzt. Nach durchtrennung der arterie weiterhin leichte blutung aus dem proximalen schenkel. Ein weiterer clip wurde platziert. Auch hiernach weiterhin leichte blutung aus der arterie zu beobachten. Erst die koagulation konnte die blutung stoppen. Nach der op inspektion des clip appliers und nochmals auslösen mehrerer clips. Man konnte hier erkennen, dass selbst nach vollständigem schliessen des handgriffs der clip am ende minimal geöffnet bleibt. Dies war bei allen clips zu beobachten. Additional info received from rep by email on 19dec2017: the clip loaded fully into the jaws upon actuation. The trigger was squeezed plastic to plastic. The surgeon did not skeletonize tissue with the clip applier. The surgeon normally uses a reusable forceps with a titanium clip. Additional info received from rep by email on 8jan2018: the tissue was fully skeletonized. The surgeon was able to achieve full clearance around the vessel. Both tips of the jaws were visible. Patient status: "patient is fine"

Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant's experience could not be replicated or confirmed. The event unit met current specifications and there were no visible non-conformances. Based on the condition of the returned unit, it is likely that the reported event was caused by clip application technique. The instructions for use (IFU) instructs the user to "ensure that each clip is secure and completely positioned around the tissue being ligated". Although the exact root cause of the reported event could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.